Event description:
Contact reported surgeon was performing an l2-s1 posterior lumbar fusion. When placing a tlif leopard cage in the last level (l2-3), he said he thought he broke the implant in many pieces. Part of the cage came out when he pulled the inserter out of patient. Surgeon believes he hammered on it too hard and tried to cram it into too small of space. Patient was re-operated on to remove the broken implant. Patient is reported to be doing well.

Manufacturer narrative:
Implant was received in a condition which limited the extent of the evaluation. Four pieces of the broken cage were returned for evaluation measuring approximately 9.5mm x 2.5mm x 8mm long, 4.5mm x 3mm x 9.2mm, 9mm x 3.1mm x 9mm long and 8.5mm x 4.2mm x 12.5mm long. If the entire implant was returned, a visual evaluation would have been conducted in conjunction with a product review to include the rd team to determine point of excessive impaction upon the implant during insertion. It should also be noted that the lot number is unknown therefore a lot history review could not be performed. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiate action on any emerging trends; the meeting includes cross-functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. Root cause cannot be positively determined due to the limited sample returned as mentioned above. Based on the reported event, the most likely cause is due to excessive impaction on the cage during insertion as reported by the surgeon. Per the IFU (instructions for use), excessive torque, when applied to long-handle insertion tools, can cause splitting or fracture of the carbon-fiber implants. When a carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the carbon-fiber implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. Split or fractured implants should be removed and replaced. No corrective action deemed necessary at this time which was determined by the limited sample size, unknown lot number and stated IFU implant precautions regarding the correct handling of implants.

Manufacturer narrative:
Contact confirmed the explanted cage will not be returned for evaluation. Risk management at the hospital did not receive cage from the o/r. However, it has confirmed, all pieces of the broken cage were removed from the patient. No lot number or sample was available. Without a lot number, a review of manufacturing records cannot be completed. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross-functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device not available for evaluation.

Manufacturer narrative:
Device received for investigation does not apply to this event. The sales representative is attempting to retrieve the correct sample. If the sample becomes available, an investigation will be performed and a follow up will be submitted. Unknown if device will be returned.